Event description:
Erratic readings in the lifescan meter. The patient received a 202 and a 68 mg/dl. Readings were between 11-20 minutes from one another. The patient did not seek medical attention or contact a medical professional for advice. The patient was unable/unwilling to verify the technique used for applying blood on the test strip. The test strips were in good condition and not expired. The control solution had been opened less than three months. The test strips failed using the control solution twice. This case is being reported as a malfunction, since the test strips failed using the control solution.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips but has not yet received them.